Event description:
It was reported that the pump touch screen had poor responsiveness, with some parts of screen needing to be touched several times before responding. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer would reset the pump to address the issue.